Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to a motorcycle accident. The caller was driving the motorcycle at time of the event. The caller stated that his glucose level was 89mg/dl, and he broke six ribs. His insulin pump got cracked, but still was functioning properly. The crack was at the battery side along the length of the battery chamber. The customer also mentioned that the drive support cap was recessed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.